Event description:
It was reported that a minimum fill notification occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to remove the pump from its case and to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reportedly, the cartridge was reloaded.